Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had label information issues . The following information was provided by the initial reporter : the consumer stated that there is no expiration date on the syringes box. Date of event : unknown. Samples : not available.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had label information issues . The following information was provided by the initial reporter : the consumer stated that there is no expiration date on the syringes box. Date of event : unknown samples : not available

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 5089795. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Expiration dates were not printed on packaging until 27nov2020 h3 other text : see h10